Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported "breast is higher and very firm". Later patient reported "capsular contracture baker grade unknown and looks weird". Device remains implanted.

Manufacturer narrative:
Originally submitted in legacy system. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "breast is higher and very firm". Later patient reported "capsular contracture baker grade unknown and looks weird". Device remains implanted.

Manufacturer narrative:
Correction/clarification to h10 related report numbers and h11 additional mfg narrative submitted in the initial medwatch: this is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2025-0000031. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported "breast is higher and very firm". Later patient reported "capsular contracture baker grade unknown and looks weird". Healthcare professional later reported capsular contracture baker grade IV. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ deflation: observed 2 openings through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "breast is higher and very firm". Later patient reported "capsular contracture baker grade IV and looks weird". Later healthcare professional reported "deflations". This record is for the left side. Device was explanted.